Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2003: pt had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2009: pt presented to hospital with symptoms related to a small bowel perforation and adhesions. Pt was immediately admitted for surgery. He was found to have a small bowel perforation and adhesions. The mesh was also found to be infected. The mesh was removed. On (B)(6) 2009: pt suffered a small bowel obstruction. On (B)(6) 2010 - pt suffered a fistula repair and abdominal wall reconstruction surgery. Pt has suffered and will continue to suffer physical pain. The composix kugel patch used in pt's hernia repair surgery failed, resulting in pt suffering pain and harm.